Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 1400 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was treated with manual injection. The customer was unsure if they were wearing the insulin pump during the hospitalization. The customer wanted to try to go into the bolus history but the customer did not want to troubleshoot the issue. The insulin pump will not be returned for analysis.